Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The puritan bennett (cse) was not authorized to repair the ventilator. The hosp biomed verified the malfunction. The biomed inspected the device and replaced the bdu pcb. The unit passed extended self testing.